Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted the right atrial lead exhibited noise as inappropriate mode switch. No intervention was made and the patient will continue to be monitored. The patient was in stable condition.